Manufacturer narrative:
(B)(4). (Exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The loaner device was previously returned to pentax medical from a customer on 20/jun/2018 with no report of concerns. Inspection of the unit was performed on 10/aug/2018 where the quality control inspector found the following: umbilical cable perforation at root brace. Distal cap - fixed type failed seal integrity inspection. Elevator body sticking. Failed wet leak test. Customer complaint not stated. Leak at umbilical cable. Failed dry leak test. Hole in # 2 remote control button cover. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Suction tube mild resistance. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which was replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to inventory. Parts replaced: distal case/cap, deflector body link, o-ring(0.5x1.3), light guide cable, o-ring(0.5x1.3), deflector operating wire, distal case/cap, deflector body attaching screw, distal case attaching screw.